Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: the coag did not power out. The failure identified in the investigation is consistent with the complaint record. The probable root cause/s could be an open circuit due to the probe poor/bad ground contact (possibly due to dirty or loose electrical connection).

Event description:
It was reported that the device experienced continuous activation.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device experienced continuous activation.